Event description:
Boston scientific received information that this patient presented after thinking that he received a shock. Device interrogation revealed fault code (fc) 1004 and 1007. Additionally, the device had declared end of life (eol) with a charge time (CT) of 45 seconds. A boston scientific technical services consultant discussed the clinical observations with the caller and reviewed with the caller the meaning of each fc. The consultant emphasized the device cannot deliver therapy and both the device and lead should be explanted. The device and associated right ventricular (rv) lead were removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.